Event description:
During the index procedure, the patient had a 3.5 x 30 mm endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the mid lad. Approximately 10 months post index procedure the patient suffered a non-q-wave mi. It was assessed that the target lesion was involved. The location of the infarction was non-determinable. A repeat angiography was performed due to this event. Approximately 1 week later, the patient underwent a non-target vessel revascularization, the patient had a stent implanted in the mid rca (type unknown).

Event description:
Two non medtronic stents were implanted in the previously reported revascularization of the rca. The patient recovered with treatment. The investigator has indicated the mi event was definitely related to the study device.

Event description:
It has been confirmed that there were 2 endeavor sprint rapid exchange (rx) drug -eluting stents implanted in the rca during the staged procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi). (B)(4).

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
.

Event description:
There was a second endeavor sprint rx drug-eluting stent implanted in the rca during a staged procedure one day post index procedure.